Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 43-year-old female patient who had essure (batch no. B40016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood swings, headache, depression, anxiety, abdominal pain lower, abdominal pain, adenomyosis, pid pelvic inflammatory disease and invasive ductal breast carcinoma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("lot of bleeding/ unusual bleeding"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: the essure devices were passed into the tubal ostia on both sides with 3 number of coils on the left and 3 number of coils on the right remaining on the uterus. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pfs received. New events: cramping and unusual periods were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("lot of bleeding") in a 43-year-old female patient who had essure (batch no. B40016) inserted for female sterilisation. The patient's medical history included mood swings, headache, depression, anxiety, abdominal pain lower, abdominal pain, adenomyosis, pid pelvic inflammatory disease and invasive ductal breast carcinoma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the essure devices were passed into the tubal ostia on both sides with 3 number of coils on the left and 3 number of coils on the right remaining on the uterus. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 43-year-old female patient who had essure (batch no. B40016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood swings, headache, depression, anxiety, abdominal pain lower, abdominal pain, adenomyosis, pid pelvic inflammatory disease and invasive ductal breast carcinoma. Concurrent conditions included uterine fibroid, ovarian cyst, menometrorrhagia and anemia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("lot of bleeding/ unusual bleeding"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: the essure devices were passed into the tubal ostia on both sides with 3 number of coils on the left and 3 number of coils on the right remaining on the uterus. Discrepancy noted:(B)(6) 2015 , (B)(6) 2015. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Lot number: b40016 manufacturing date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("lot of bleeding") in a (B)(6)-year-old female patient who had essure (batch no. B40016) inserted for female sterilisation. The patient's medical history included mood swings, headache, depression, anxiety, abdominal pain lower, abdominal pain, adenomyosis, pid pelvic inflammatory disease and invasive ductal breast carcinoma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the essure devices were passed into the tubal ostia on both sides with 3 number of coils on the left and 3 number of coils on the right remaining on the uterus. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.